Manufacturer narrative:
Product analysis: the proximal-to-mid stent wraps were intact. A number of the distal stent wraps were bunched, raised and deformed. There was no deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use an endeavor sprint drug-eluting stent to treat a moderately calcified and tortuous mid lad lesion with 90% stenosis. No abnormalities noted during inspection prior to use. The lesion was pre-dilated with 30% stenosis remaining. During the operation, resistance was noted advancing to the lesion, no excessive force was used. The stent could not cross the lesion. Physician removed it from patient and replaced it with non-mdt stent to complete the operation successfully, operation time was extended. The physician commented that the event was related to product defect. No patient injury was reported as a result of the event. Device analysis confirmed stent deformation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.